Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with cracked reservoir tube lip and scratched screen.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind and some of the motor errors were in the alarm history. No further information was provided.